Manufacturer narrative:
(B)(4).

Event description:
It was reported that far-field p-wave oversensing was observed. The device was reprogrammed and the patient was in stable condition after the procedure.